Event description:
Caller states patient tested 4.5 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received info that this dextrus right ventricular (rv) lead dislodged. In a revision procedure the lead was successfully repositioned. No additional info is available at this time. If additional info becomes available, this report will be updated.